Event description:
Event description guidant received information that during transtelephonic monitoring of this pacemaker, a magnet rate of 80 ppm was obtained. A magnet rate of 80 ppm is indicative of end of life, however this device has only been implanted for one year.